Event description:
It was reported that during a lap procedure, the tissue pad and active blade were broken. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 06/28/2007. Information anticipated, but unavailable at this time.